Event description:
It was reported that the bottom of the cartridge was leaking. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.